Event description:
Harmonic machine #3 used. When device activated for use, the machine would alarm and say "position jaws." When repositioned , still did not work. New device obtained. No patient harm.